Event description:
During an egd [esophagogastroduodenoscopy] procedure, an attempt was made to deploy an endoscopic clip. The clip successfully deployed, as confirmed by an audible release, but failed to disengage from the delivery device. Upon inspection, it appeared that the internal wire/spring mechanism within the handle had malfunctioned (likely frayed or broken), preventing proper release of the clip. Because the clip had already deployed and was secured to the target mucosa, removal of the device without dislodging the clip was not possible. A representative from boston scientific was contacted intra-procedurally for troubleshooting assistance. Following guidance, the team was able to detach the clip from the device; however, this resulted in the clip becoming dislodged from the mucosa. The clip subsequently fell into the stomach and was not retrieved, remaining as a free clip at the conclusion of the procedure. Manufacturer response for resolution 360 clip, resolution 360 clip (per site reporter). A representative from boston scientific was contacted intra-procedurally for troubleshooting assistance. Following guidance, the team was able to detach the clip from the device; however, this resulted in the clip becoming dislodged from the mucosa. The clip subsequently fell into the stomach and was not retrieved, remaining as a free clip at the conclusion of the procedure.